Event description:
Device 1 of 3. Reference MFR report numbers: 1627487-2012-00002 and 1627487-2012-00003. The pt's ((B)(4)) scs system includes an ipg, surgical lead, two lead extensions (from different lots) and a lead anchor. It was reported the pt was admitted to the hospital upon presentation of infection symptoms (i.e., chills, redness and swelling at ipg and lead extension implant sites). Further discussion revealed the pt is also experiencing increased stimulation intensity when in proximity to certain electronic devices. The pt's scs system reportedly had to be turned off due to the uncomfortable stimulation which resulted. With respect to infection, (B)(6) was confirmed; however, the physician does not believe the infection is device related. All components of the pt's scs system remain implanted and intravenous antibiotics are being administered as treatment. Follow-up on this matter found the reported infection is improving.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the reported infection. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.